Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and twelve days post catheter placement procedure, the arterial end of the semi-permanent tube was found to be abnormally bulging. Catheter was removed and replaced due to the risk of fracture. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. One photo was provided for review. Slight bulging was noted near the clamps; a kink was noted near the proximal end of the arterial extension leg. Therefore, the investigation is confirmed for the reported stretched, material protrusion/extrusion and the identified deformation due to compressive stress. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and twelve days post catheter placement procedure, the arterial end of the semi-permanent tube was found to be abnormally bulging. Catheter was removed and replaced due to the risk of fracture. There was no reported patient injury.